Event description:
Per the clinic, the patient was explanted, due to a skin flap infection. The patient was explanted in 2009. Reimplantation is planned but had not taken place at the time of this report, the following month.